Event description:
Customer reportedly obtained results of 54 mg/dl. 88 mg/dl, 111 mg/dl, 70 mg/dl, and 74 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.